Manufacturer narrative:
(B)(4). This report is for system error 2240, where the home patient (hp) reconnected the bags while in the therapy. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. It instructs the user not to attempt to reuse any disposable supplies. It warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. Also, it warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If any additional relevant information is obtained, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) on the homechoice (hc) during dwell 3 of 6, while the hp was connected. The hp had connected the supply bag and the final bag to the wrong lines and switched them during therapy, while connected to the hc. The technical service representative (tsr) advised the hp to start the therapy over using all new supplies. The tsr explained that the hp should never reconnect the bag while in the therapy. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.